Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. Did surgeon take the distal rectum in one or multiple firings? Contour wasn't fired- apr was done. When the closing handle broke did the device remain in the locked closed position? If so, how was it eventually opened? It broke while closing- how it become open again I am not sure. It was found in the open configuration. Did the surgeon attempt to fire the device? No. If the surgeon attempted to fire the device, what was the formation of the staples? N/a. Why was it changed to an apr? Converted to apr I believe because the contour couldn't be opened. What is the current patient status? Not currently known.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Ular what is the current patient status? Spoke to the surgeon; has a few other medical issues but insinuated he was doing well.

Manufacturer narrative:
(B)(4). Batch # p57f98. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: first picture shows the proximal part of an anvil with a green cartridge loaded. Second picture shows the closure trigger broken, a batch p57f98 can be seen. Third picture shows a green cartridge loaded on the device, a piece of tissue on the between the pin and the anvil can be appreciated. Based on the photos alone the event describe is confirmed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did surgeon take the distal rectum in one or multiple firings? When the closing handle broke did the device remain in the locked closed position? If so, how was it eventually opened? Did the surgeon attempt to fire the device? If the surgeon attempted to fire the device, what was the formation of the staples? Why was it changed to an apr? What is the current patient status?

Event description:
It was reported that during an ultra low anterior resection on patient, the device was placed on tissue; closing handle was depressed, in doing so surgeon noted that the force to close was higher then normal compared to historical uses. Closing trigger has snapped and broken off. Sales rep suggested to surgeon a forced opening of the closing handle using the remenant phalange, depressing the closing handle whislt simulatenously pressing the anvil release and furthermore trying to insert a device in to pry the jaw open; also questioned the position of the tissue retaining pin, all to no avail. The procedure was changed from a ular to an apr. Per the surgeon there was preoperative radiation with the presence of liver disease; furthermore that the force to close was higher then she usually experienced. When asked if the device fired she answered that she couldn't tell. Patient underwent surgical resection of the rectosigmoid colon and now has a permanent colostomy.